Manufacturer narrative:
Product analysis confirmed the reported events. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. However, product analysis concluded that identified pump failed functional test was the most probable cause of the reported event.

Event description:
It was reported that an inflatable penile prosthesis (ipp) device was explanted due to the pump could not be pressed. Trouble-shooting did not work, and the pump was ultimately replaced. It was confirmed that the physician was the one who prepped the device during implant, and the initial squeeze to operate the device was also done by the physician. The physician did provide the ams 700 users guide after the implant surgery, and again after the issue was identified to help educate the patient on how to operate the device. The issue occurred after the patient was able to operate the device a coupled times.

Event description:
It was reported that an inflatable penile prosthesis (ipp) device was explanted due to the pump could not be pressed. Trouble-shooting did not work, and the pump was ultimately replaced. It was confirmed that the physician was the one who prepped the device during implant, and the initial squeeze to operate the device was also done by the physician. The physician did provide the ams 700 users guide after the implant surgery, and again after the issue was identified to help educate the patient on how to operate the device. The issue occurred after the patient was able to operate the device a coupled times.